Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that all drawers in the main unit had failed, and when the customer attempted to recover any drawers, the station powered off. The field service engineer (fse) proceeded by disconnecting all drawers except drawer 1. After attempting to recover drawer 1, the station powered off again. The fse then disconnected drawer 1 and reconnected drawers 2.1 and 2.2, allowing the customer to recover and inventory those drawers successfully. All worked without issue. The remaining drawers were then reconnected and tested one by one and together without issue except drawer 1, which caused the problem again. The fse replaced the control board and optical sensors in main drawer 1. The customer verified station and drawer functionality, and all worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.